Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6.b7,d10,e2,h6(clinical & impact )

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has broken hinges on main display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has broken hinges on main display.

Event description:
N/a.

Manufacturer narrative:
Additional information:e1(event site state: (B)(6). Event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the hinges and hinge plates straightened., and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.